Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance anomaly. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Manufacturer narrative:
This report is being submitted to correct the information in section b. Adverse event/product prob and in section h. Device manufacturers only since additional information was received and there was no allegation against this device. The device has not been returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed that this ICD was explanted due to therapy upgrade/downgrade because the related right ventricular (rv) lead was replaced. No additional adverse patient effects were reported.